Event description:
It was reported the guidewire entrapment occurred. Vascular access was obtained via contralateral approach using a 7fr sheath and a .014 non-boston scientific guidewire. The target lesion was located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for a stent occlusion procedure and was advanced over the guidewire. During the atherectomy procedure, the catheter stopped working. The jetstream device and the guidewire were stuck and removed as one unit from the patient. A kink was noted on the catheter shaft after removal. There were no patient complications, and the case was completed via an alternative method with a different catheter.

Manufacturer narrative:
D4 - unique identifier (UDI) #: UDI added. H11: device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed multiple buckles along the sheath. Microscopic examination revealed no additional damages. Device to device interaction test was performed and the guidewire could not pass through. The sheath was x-rayed to determine the cause of the guidewire issue, and it was found that the coil inside was separated. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported stuck on guidewire, kink, and unexpected shutdown.

Event description:
It was reported the guidewire entrapment occurred. Vascular access was obtained via contralateral approach using a 7fr sheath and a .014 non-boston scientific guidewire. The target lesion was located in the superficial femoral artery (sfa). A 2.1mm jetstream xc catheter was selected for a stent occlusion procedure and was advanced over the guidewire. During the atherectomy procedure, the catheter stopped working. The jetstream device and the guidewire were stuck and removed as one unit from the patient. A kink was noted on the catheter shaft after removal. There were no patient complications, and the case was completed via an alternative method with a different catheter.